Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Customer had delivered a correction bolus to address a bg level of 208 mg/dl. The customer delivered the desired amount of insulin, but it ended up being too much insulin causing the customer to go low. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.